Event description:
It was reported that a left knee arthroscopy was performed due to knee pain and patellar chondromalacia. Polyethylene appeared to be in good position.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was performed, which concluded that based on documentation review, the ¿eccentrically cut patella¿ and ¿clear evidence of wear of the lateral aspect of the patella¿ contributed to the first revision surgery for pain. The second intervention/diagnostic l knee arthroscopy performed seven months post revision was due to knee pain (including catching and popping) and patellar chondromalacia, which was reportedly supported by the x-ray confirming mal-alignment/mal-tracking of the patella for which synovitis debridement and retinaculum release was performed. Neither the eccentrically cut patella with lateral wear nor the mal-aligned, laterally-tracking patella secondary to the tight retinaculum indicate any product failure; however, inflammation/synovitis could be a contributing factor to the reported pain. The patient impact beyond the reported pain/catching/popping and the surgical interventions that followed with brief rehabilitation periods cannot be determined. No further medical assessment can be rendered at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.